Event description:
While the stimulation was turned on, it turned off. It happened at a store at a security gate; it only happened once. The therapy was working well otherwise.

Manufacturer narrative:
(B)(4)